Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. The pump cover was removed and there was no evidence of moisture or damage to the display connector, display flex cable or internal components. The display connector latch was found to be secure. The original complaint of an blank display issue was unable to be duplicated. There was no defect found.